Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic event. Blood glucose level was 408 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with insulin drip. Patient experienced the symptoms of sick, vomiting, and weakness. Patient was found positive for high ketones level. Ketones level was more than 4 mg/dl. No further information was available.